Event description:
Caller reported that the cartridge was not fitting properly on pump, which was not fully snapped into place. There was no reported impact to customer's blood glucose level as the caller declined to provide specific blood glucose values. Technical support instructed caller to remove case from pump, inspect and clean pneumatic tap area, remove an o-ring, and reload original cartridge. Caller successfully reloaded cartridge and was able to resume insulin therapy.